Event description:
It was reported in a service report that the customer alleged that the bed had no power. The power cord was unplugged from the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord was unplugged from bed.